Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. No adverse patient effects were reported. Attempts to obtain additional information were unsuccessful. At this time, evidence suggests this rv lead remains implanted and in service.